Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) could not be interrogated during a follow-up appointment. A warning screen was displayed, which indicated the device may have undergone a malfunction. The ICD was removed and discarded. It was confirmed that the patient was not injured in any way as a result of this device issue.